Event description:
The pt was reportedly implanted with surgisis biodesign urethral sling on (B)(6) 2005, at (B)(6) hospital, to treat her mixed urinary continence. The pt and her attorney have alleged that as a result of this product being implanted in the pt, the pt has experienced pain, injury, and has undergone corrective surgery. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status.

Manufacturer narrative:
Date of event not provided by the complainants. Lot number not provided by the complainant, product expire date unknown as lot number not provided by the complainant, product catalog number unknown as product unspecified by complainant. Surgeon name not provided by the complainant. Product manufacture date unknown as lot number not provided by the complainant. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included: a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the surgisis biodesign urethral sling's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.

Manufacturer narrative:
Date of event not provided by the complainant. Product common is surgical mesh, urethral sling; product code is pag. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product manufacture date unknown; lot number unknown. Based on a review of the additional details, it appears the patient's stress urinary incontinence was successfully resolved with the implantation of the stratasis tension-free urethral sling. The patient's current complaint of dyspareunia seems to be a pre-existing condition and is not believed to be related to the device. The reported recent worsening of the dyspareunia is also not believed to be related to the device and likely related to the patient's history of multiple prior surgeries, adhesions, and other underlying medical/psychological conditions as noted in the pre-existing conditions section. Product common is surgical mesh, urethral sling; product code is pag. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product manufacture date unknown; lot number unknown. Based on a review of the additional details, it appears the patient's stress urinary incontinence was successfully resolved with the implantation of the stratasis tension-free urethral sling. The patient's current complaint of dyspareunia seems to be a pre-existing condition and is not believed to be related to the device. The reported recent worsening of the dyspareunia is also not believed to be related to the device and likely related to the patient's history of multiple prior surgeries, adhesions, and other underlying medical/psychological conditions as noted in the pre-existing conditions section.

Event description:
The patient was reportedly implanted with surgisis biodesign urethral sling on (b)(\6) 2005, at (B)(6) to treat her mixed urinary continence. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery. Update: the patient was implanted with a stratasis tension-free urethral sling on (B)(6) 2005, by dr. (B)(6). The product was placed for treatment of stress urinary incontinence. As of (B)(6) 2015, the patient reported having no current urinary problems.